Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis, fallopian tube cyst, hair loss, fatigue and bowel adhesions. Concomitant products included naproxen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required), 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic left salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: right side with prior ectopic therefore an essure was not placed on this side per patient report. There is some remaining fallopian tube that had visual clips from the prior ectopic but this was left in situ per patient request as there was no essure in that tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. X-ray of pelvis and hip - on an unknown date: findings- there is a single essure implant overlying the left hemi pelvis. No other implant is seen. Mild osteoarthritis is noted in both sacroiliac joints. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: medical record received. Case become serious incident. Pelvic pain updated to serious incident because of essure removal. Reporter information, patient aka name, medical history, essure removal date, removal details and action taken with drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis, fallopian tube cyst, hair loss, fatigue and bowel adhesions. Concomitant products included naproxen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion intervention required), 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and alopecia ("hair loss"). The patient was treated with surgery (laparoscopic left salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: right side with prior ectopic therefore an essure was not placed on this side per patient report. There is some remaining fallopian tube that had visual clips from the prior ectopic but this was left in situ per patient request as there was no essure in that tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. X-ray of pelvis and hip - on an unknown date: findings- there is a single essure implant overlying the left hemi pelvis. No other implant is seen. Mild osteoarthritis is noted in both sacroiliac joints. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.